Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The pump reportedly lost power and rebooted without user intervention after exposure to moisture.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed power on resets. The battery compartment was cracked at the threads and corrosion was observed in the compartment. The returned battery cap was stripped and unable to maintain an electrical connection; the power loss was duplicated during testing. A test cap was attached to the pump and exercised for 24 hours with no alarms or power issues occurring. The pump cover was removed and no internal moisture was observed. Unrelated to the complaint, the history revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.